Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to communicate with their ipg using their patient controller. The patient stated they underwent a surgical procedure and did not place the device into surgery mode. A company representative met with the patient and confirmed the issue. The rep representative repaired the ipg and restored the ability for the device to communicate wirelessly. The device is providing therapy.

Manufacturer narrative:
A "cannot connect to the generator, generator is not responding" message was reported to abbott. The cp logs were analyzed, and it was observed that the patient's ipg had undergone a repair and the previous programs had been wiped. The ipg was successfully reprogrammed with a clinician programmer. The implant was not returned for evaluation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated. Additional information was not provided.